Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Replacement battery resolved the issue.

Event description:
The customer reported that the device self test suddenly started in standby status. As a result, the shock button could not be pressed and an alarm sounded. There was no negative patient impact.